Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue issue: stent dislodgement. It was reported that while unpacking the device, the stent was not found crimped on the device. It was found free in the box. No additional event or pt information is available.

Manufacturer narrative:
H6: results code - product performance engineering was unable to determine a definitive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the catheter was returned with blood on the shaft. There was contrast in the balloon and inflation lumen and on the shaft. Neither the protective sheath nor the stent were returned with the catheter. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There were bends in the hypotube 60 cm and 87.5 cm proximal to the strain relief tubing. No other damage to the catheter was noted. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that the stent dislodged and was found in the box during unpacking. Quality assurance analysis revealed that the returned device had contrast in the inflation lumen and balloon. This suggests that the device was at least prepared for use. The catheter is to be removed from the hoop and then remove the protective sheath from the stent prior to prepping the catheter, as instructed in the instructions for use (IFU). It was confirmed during analysis that the stent had dislodged, as there was no stent present on the balloon. But the stent and protective sheath were not returned for analysis. Crimp marks were present on the balloon, suggesting the stent was properly positioned at the time of MFR. Stent outer diameter is verified 100% at the time of MFR and units in this lot were all well within the required specification. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. The only damage to the returned catheter was bends in the hypotube. This damage may have resulted from handling during the packing of the device for shipment back to abbott for eval, as there was no mention of this in the incident report. However, this damage is not believed to be related to or to have contributed to the reported stent dislodgement. Potential causes for stent dislodgement prior to use, as observed in past incidents, may include improper or inadequate crimping at the time of MFR, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. Unfortunately, none of the info gathered suggests any of these causes is the most likely cause, thus a definitive root cause for the stent dislodgement in this case cannot be determined. It should be noted that the IFU recommends inspecting the stent after sheath removal and prior to use in order to avoid use of the device without a properly mounted stent. A review of the finished device lot history record did not reveal any non-conformities that could have contributed to this complaint. All stent delivery systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the product performance group.